Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the steps taken were the patient was seen in the office the following day. No signs/symptoms of infection. External device removed in its entirety and the patient is doing well. The issue was confirmed resolved. In addition the hcp reported on (B)(6)2021 bilateral pne placements were done in the office. There was no incision site, the patient had punctures. He called on (B)(6)2021 concerned that there was a pocket of blood underneath one of the tagaderm dressings. He came to the office and the dressings were replaced. It was noted patient take xarelto. The second event was on (B)(6)2021 (the day before his scheduled one week follow up for lead removal). Dr. White prefers patients use the belt provided with the pocket for the external stimulator. The patient got the cord of the external stimulator caught on a baby gate and the leads were dislodged. He called and came in and the leads were removed without incident. Neither event was directly related to malfunction of any component of the device. He was very happy with his response and will be scheduled for a stage 1 <(>&<)> 2 permanent implant.

Manufacturer narrative:
Continuation of d10: product ID 309201 lot# 60298604 product type screening device product ID 306001 lot# 60301403 product type screening device medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that patient stated he still has blood at the incision site and wondered if that was normal. Support link referred him to his physician. Patient stated he caught the wires on his puppy gate and pulled them out. He is going to the doctor today to have the device removed. Patient also stated he has a scratchy throat. The issue was not resolved the time of this report.